Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d154atg ICD implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had high impedance and a possible fracture. During the lead replacement procedure, the patient¿s blood pressure began to drop due to the anesthesia. The physician elected to leave the lead implanted but programmed off. No patient complications have been reported as a result of this event.